Manufacturer narrative:
This lead was returned intact to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. However, the reported adverse event of perforation is known and documented in the labeling, which is a known risk associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to cardiac perforation. A new rv lead was succesfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to cardiac perforation. A new rv lead was successfully implanted. No additional adverse patient effects were reported.